Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 02sep2025 through medwatch numbers mw5174054 and mw5174053 that during the exchange, the left ventricular assist device (lvad) was temporarily off. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log files from the heartmate 3 system controller. The event log file contained approximately ~2 days of relevant information (06jul2025 to 07jul2025 per timestamp). At the onset of the event data, a backup battery fault alarm was observed to be active due to the battery not passing the load test. The voltage conditions associated with the load test not passing could not be determined, as the alarm¿s initial activation had been overwritten by newer information. The backup battery fault alarm in the event log file remained active until the controller was exchanged and shut down. Based on the hourly data points in the periodic log file, it appeared that this alarm first activated sometime between 4:37:14 and 5:37:13 on (B)(6) 2025. The observed backup battery fault alarm did not impact the ability of the controller to operate the pump at the intended speed. The returned system controller was functionally tested, and was found to perform as intended. Atypical events were not able to be reproduced. Provided information stated that exchanging the system controller resolved the alarm condition. The root cause for the reported backup battery fault alarms could not be conclusively determined through analysis. A corrective and preventative action was opened to further address this issue. The device history records were reviewed for the heartmate 3 system controller and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery were reviewed and found to have passed. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 01aug2025 that there were no log files available. The cause of the ebb faults was unknown, but had resolved upon exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm and the system controller was exchanged and the ebb was replaced.